Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 100 units of insulin during the load sequence. In addition, the customer received a continuous glucose monitor (cgm) error 42. The customer successfully reloaded the cartridge to address the minimum fill notification. The pump was reset to address cgm error, and insulin delivery was resumed. Customer¿s blood glucose level was approximately 130 mg/dl.